Manufacturer narrative:
(B)(4). The customer report of a separated extension line was confirmed through complaint investigation of the returned sample. The customer returned one mac sheath for evaluation. Signs-of-use were observed on the sheath and inside the extension lines. Visual inspection revealed the proximal extension line separated near the juncture hub. The edges of separation appeared angled and smooth. The appearance of the damage is consistent with unintentional contact with a sharp object (e.g. Scalpel) during use. The proximal extension line separated 3mm via calibrated ruler from the juncture hub. The sheath total length measured 99mm via calibrated ruler which was within the specifications of 98-102mm per product drawing. Functional inspection of the proximal extension line could not be performed due to the damage. Functional inspection of the distal line was performed per the instructions-for-use (IFU) provided with the kit which warns the user, "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed." The distal extension line flushed as expected. A manual tug test confirmed the distal extension line was secured to its luer hub. The instructions-for-use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of device body or extension lines to reduce risk of cutting or damaging the device or impeding device flow. Secure only at indicated stabilization locations." A device history record review was performed based on a potential lot number from sales history with no relevant findings. The sheath met all relevant dimensional and functional requirements. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the proximal lumen on the introducer broke off when the rn was removing the dressing for a dressing change". Patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "the proximal lumen on the introducer broke off when the rn was removing the dressing for a dressing change". Patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)